Manufacturer narrative:
B5 updated with additional information.

Event description:
It was further reported that the position was adjusted on echo and the hemolysis resolved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in an 80-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage e, with a medical history significant for prior coronary artery bypass grafting (CABG). During support, pink/red-tinged urine and hemolyzed laboratory values were reported by the bedside nurse. No suction alarms were noted, and the catheter motor depth remained unchanged. The attending physician was notified, and an echocardiogram was ordered to confirm device position. Other contributing factor identified was recent post-diuresis. The hemolysis is most plausibly attributable to patient-specific and hemodynamic factors related to the underlying critical condition and profound cardiogenic shock, with post-diuresis potentially contributing to altered loading conditions during support. Hemolysis is a known risk in patients receiving mechanical circulatory support as described in the instructions for use.

Manufacturer narrative:
Section d catalog number was corrected. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined without returned product investigation and sufficient clinical details, including data logs.